Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen of bellavista 1000e us went blank and became unresponsive while on a patient. It then became impossible to turn off when it was exchanged with another device in the nicu. No information regarding patient harm was reported.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and had the 19 patch upgraded onto it and the main board was replaced. Verification tests were performed and the unit is ready for use. Vyaire medical was not able to determine the exact root cause as it is not determinable. Most likely the issue is caused by a hardware issue on the epc. Investigation will be continued under I-ch-21-008. As the failure rate is within the expected range as per our risk files, we decided to close this complaint. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.